Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that dull knives were experienced during two surgeries. An alternate knife was obtained in order to perform each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing taped inside of a blade protector tray. The sample was visually inspected and was found to be nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due the damaged condition of the sample. As no knife lot number was identified with this complaint, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. As the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).